Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that severe resistance was encountered while the subject retrieval device was being delivered through severe tortuous anatomy to the target right m1 middle cerebral artery (mca) lesion. The device was deployed into the thrombus; however, while the proximal section of the device was being retrieved to the internal carotid artery (ica), it broke at the proximal end of the retriever. Following unsuccessfully attempts to remove the broken part of the device from the patient using a snare; it was left inside the patient extended from the ica to the m1 mca. Post procedure computer tomography (CT) scan confirmed the blood flow. The next day the patient died. The cause of death was "brain infarction by vessel occlusion at right mca area." The physician stated that the ica and mca severe tortuosity and calcification caused the retriever to break. The physician did not deny the casual relationship between the event and the patient's death.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to these events. It was reported that the subject retrieval device detached during the removal of the devices from the patient. The physician stated that the reason of the retrieval device detachment was the tortuous anatomy and the arterial sclerosis. The additional information indicated that the device was in good condition prior to use and the dfu instructions were followed. The reported information indicated that the device fractured due to very tortuous anatomy and the arterial sclerosis, so it is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, an assignable cause of operational context has been assigned to the reported retriever shaped section was not fully open inside vessel, device fracture and left inside the patient's vessel.

Event description:
It was reported that severe resistance was encountered while the subject retrieval device was being delivered through severe tortuous anatomy to the target right m1 middle cerebral artery (mca) lesion. The device was deployed into the thrombus; however, while the proximal section of the device was being retrieved to the internal carotid artery (ica), it broke at the proximal end of the retriever. Following unsuccessfully attempts to remove the broken part of the device from the patient using a snare; it was left inside the patient extended from the ica to the m1 mca. Post procedure computer tomography (CT) scan confirmed the blood flow. The next day the patient died. The cause of death was ¿brain infarction by vessel occlusion at right mca area¿. The physician stated that the ica and mca severe tortuosity and calcification caused the retriever to break. The physician did not deny the casual relationship between the event and the patient¿s death.